Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation.

Event description:
Abbott diabetes care (adc) received an email in which a caregiver reported an alarm issue with the adc device, in use with an android phone and unknown operating system. The caregiver reported that the customer using the freestyle libre 2 system as they had neuroendocrine cancer with function insulinoma. It was reported that the last high/low glucose alarm sounded on (B)(6) 2023 before the customer experienced a hypoglycemic event on (B)(6) 2023, during which the low glucose alarm failed to sound, resulting in a seizure. Paramedics were called, and upon their arrival the customer's blood glucose was found to be 0.4 mmol/l on the healthcare professional meter, and customer was transported to a hospital. The customer was hospitalized and place on a glucose (dextrose) drip for 10 days before beginning to recover. It was reported that while still in the hospital, the customer subsequently became septic, which then resulted in customer death. The caregiver reported that the official cause of death was sepsis and neuroendocrine cancer, with no autopsy performed nor requested. The caregiver reported that the customer's phone is no longer in operation, and that the caregiver does not have the password; therefore, any data from the application can not be acquired. The sensor that was in use during the customer's hypoglycemic event has been disposed of. Additionally, please note that there is no label indication for the use of the freestyle libre 2 system for insulinoma, and therefore the customer's use setting has not been clinically evaluated. No further details regarding this event are currently available; however, if additional information is obtained, it will be evaluated against the event and a follow up report provided. While the customer ultimately experienced death, per the provided event details and official cause of death, at this time, abbott diabetes care (adc) does not consider the adc device to have caused to the reported customer death.